Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on a broken cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to re-setup the cycler with new supplies and bypass to fill 3. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cycler door. The pdrn attempted to dry out the door area using a towel. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and a different cycler. The pdrn confirmed that the cycler is performing without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on a broken cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to re-setup the cycler with new supplies and bypass to fill 3. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cycler door. The pdrn attempted to dry out the door area using a towel. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and a different cycler. The pdrn confirmed that the cycler is performing without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on a broken cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to re-setup the cycler with new supplies and bypass to fill 3. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cycler door. The pdrn attempted to dry out the door area using a towel. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and a different cycler. The pdrn confirmed that the cycler is performing without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.